Manufacturer narrative:
The facility reported to steris that during the drying phase of a reliance synergy wash cycle, the unit alarmed "drying temp. Too high." The user silenced the alarm; however the same alarm occurred two additional times. The unit's operator reported that she then turned power to the washer off and called the hospital's maintenance services to investigate the issue. Upon her return, smoke and flames were observed over the unit. The fire was extinguished and the fire department was dispatched. The hospital's department was evacuated until all smoke was removed from the area. Following the event, a steris service technician arrived at the user facility, inspected the reliance synergy washer/disinfector and found that the unit's c2 contactor had malfunctioned causing excessive heat to build in the reliance synergy's heating elements. A review of the event by steris engineering was performed and determined the most probable cause of the malfunction was failure of the contactor to move from an open to a closed position, allowing for an electrical current to continuously heat the unit's heating elements. When the unit's operator turned off power to the unit, the drying fans meant to cool the heating elements were also powered off, likely resulting in the buildup of excessive heat and eventually the smoke and fire observed. The c2 contactor is manufactured by siemens. The manufacturer will be made aware of the malfunction. In addition, steris has requested the c2 contactor and associated electrical components be returned for further evaluation by steris engineering personnel. The reliance synergy operator manual includes a troubleshooting chart to assist users should the "drying temp. Too high" alarm occur during a cycle run. Section 5-24 states, "alarm: drying temp. Too high: drying rtd is detecting out-of range temperature... Verify if contactor is stuck." In-service training was performed with the facility's staff to review alarm troubleshooting activities and operation of the reliance synergy washer. The unit is currently out of service and will be replaced with a new reliance synergy washer/disinfector upon approval by the user facility. A follow-up report will be submitted should additional information regarding the event become available.

Event description:
The user facility reported their reliance synergy washer/disinfector alarmed "drying temp. Too high" on multiple occasions during a cycle run. The unit's operator then reported seeing smoke and flames over the washer. The flames were immediately extinguished and the department was evacuated. Procedural cancellations were reported in relation to the event. No injuries were reported.

Manufacturer narrative:
It was inadvertently stated that the contactor remained in the "open" position instead of the "closed" position.

Manufacturer narrative:
The unit was installed at the customer's location in october of 2008. Based on the issue reported by the customer and steris engineering analysis, the malfunction of the c2 contactor appears to be attributed to high usage of the reliance synergy washer/disinfector which caused sufficient wear of the c2 contactor to exceed its operating life. The contactor is activated several times throughout the duration of a washing cycle. Activation of the contactor may additionally be increased due to various external environmental conditions and settings at the user facility's location. Following the reported event, the user facility was provided with a replacement amsco 3053/5053 washer. No additional issues have been reported.